Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected on the membrane approximately 1.5cm from the rear seal and measuring approximately 0.051 cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period may-19 to apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was seen in the helium line. The iab was removed. There was no patient harm or adverse event reported. Medwatch mw5100734 received may 4,2021. Event description - patient admitted in cardiogenic shock taken to cardiac cath lab. Patient had iabp placed. Nurse noted blood coming out of the in-line. Cardiologist made aware along with CT surgery. Cts pa removed same.

Manufacturer narrative:
Patient information received - age: 58 years / sex: female / height: 180cm / weightt: 88 kg occupation - bsn, rn, ccrn. Additional initial reporter information - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was seen in the helium line. The iab was removed. There was no patient harm or adverse event reported.